Manufacturer narrative:
Correction upon further investigation, it has been determined, this is not a reportable malfunction. This medwatch will be voided/retracted.

Event description:
On (B)(6), 2021, the patient was being treated for an abdominal aortic aneurysm. It was reported that during preparation and flush of a dryseal flex sheath (femoral access) while attempting to insert a 0.035¿ guidewire through the sheath. The first attempt the sheath would not advance on the guidewire. The second attempt to try, the sheath would only feed through on the guidewire if they went slowly and inched the guidewire in. The guidewire was removed, and it was noted, that it was bent from the attempted, unsuccessful insertion. A 0.032¿ guidewire was inserted, and the procedure continued without any further sequel. The patient tolerated procedure with no injury.